Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl; cause was unknown. Customer consumed carbohydrates to treat the low bg. Recommendation was made for the customer to consult with a healthcare provider regarding blood glucose levels. Upon follow up, customer reported that they were heading to the emergency room (ER); details and nature of ER visit were not provided. At the time of the ER visit, the customer's blood glucose level was 80 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple follow up attempts to obtain additional information were made by tandem technical support; however, the customer did not respond.